Event description:
The customer originally reported mastitis (reported under 1419937-2013-00024). During eval of the product by qe found the transformer case was damaged and a screw missing.

Manufacturer narrative:
The customer was sent a replacement pump. In f/u with the customer, she indicated that she did not notice a crack in the transformer, but stated it did feel loose when she plugged it in. The product was received on (B)(4) 2013. The product was reviewed by a quality engineer and it was noted that the damage to the transformer housing was not severe enough to pose a risk of harm to the end user. However, a crack was noted that was big enough for a toothpick to fit through which is a safety risk. This type of failure is typically associated with dropping the unit unto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should the original product be tested, resulting in new, changed, or correct info, a f/u report will be filed at that time. A visual examination of the power supply revealed the transformer housing was cracked and missing a screw. Further investigation showed the crack was big enough to fit a toothpick through and is a safety risk. The pump and power cord were returned due to low suction causing mastitis (1419937-2013-00024). The unit was not operational due to damage and no further testing info is available for this complaint. Smoke, fire and sparking were not reported by the customer.